Event description:
During a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent, withdrawal difficulties were encountered and a dissection occurred. The physician deployed a taxus express2 8.8% 3.00 x 12 mm drug eluting stent at 12 atms for 15 seconds in a heavily calcified lesion in a moderately tortuous marginal branch. The lesion was not predilated. After the stent was deployed, the balloon was completely deflated, however, upon withdrawal, resistance was noted and he was unable to remove the delivery device. While trying to manipulate the stent delivery system for removal (5 minutes), the guide catheter became deep seated and a dissection occurred in the circumflex artery. The stent delivery system was removed in its entirety. The pt received heparin and integrilin during the intervention. The pt was taken emergently for surgery and had bypass grafting to the 2nd and 3rd marginal branches. Pt was discharged 6 days later.